Event description:
On (B)(6) 2021, the patient was treated for an abdominal aortic aneurysm. A gore® tag® conformable thoracic stent graft with active control system was implanted. While attempting to deploy a second gore® tag® conformable thoracic stent graft with active control system. The lock pin wire tab that attaches to the handle broke off when the physician pulled back, the proximal end of the stent also pulled back and accordianed in on itself. The tab completely broke off the red handle. Fortunately, the first stent graft in combination with the second graft were able to successfully treat the aneurysm, and the patient tolerated the procedure. The delivery device will be returned for evaluation.

Manufacturer narrative:
Code h6: type of investigation - code 4118 updated to code 3331 and code 10. Device was returned for evaluation and review of manufacturing records was completed. Code h6: investigation findings - code 3233 updated to code 213 as a result of evaluation findings and review of manufacturing records. Code h6: investigaton conclusions code 11 updated to code 4315 as a result of evaluation findings and review of manufacturing records. The gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the lockwire and lockwire connector were separated from the lockwire handle. The report of the lockwire handle breaking was confirmed during the device evaluation. The report of the proximal end of the stent graft pulling back could not be confirmed from the device evaluation